Event description:
Pt reports cleos keep falling out every 3 days, unknown if this has caused pt to miss a dose or experience an adverse event. Unknown if defective products are available for return. Reported to (B)(6) by pt/caregiver.